Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37602, lot# serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that on (B)(6) 2018 the patient underwent exploratory surgery to try to correct the impedance issues on both left and right sides. The cause seemed to be that the extension wires on both sides were not aligned into the header of the right and left ipg (both were loose). The actions taken to resolve the issue consisted of the exploratory surgery on (B)(6) 2018. The surgeon disconnected both extension wires from the ipg's and then they reconnected them and all impedances on both the right and left sides were ok (corrected) with an impedance check with the clinician programmer. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was having impedance issues that were not present previous to the battery replacement. The patient had not felt very well since their battery replacement. The patient said that they were decorating their christmas tree the day after the bilateral battery replacement and weren't sure if that affected their impedances. The patient's impedances that were checked intraoperatively on (B)(6) 2018 were as follows: case <(>&<)> 0 649 ohms case <(>&<)> 1 1148 ohms case <(>&<)> 2 597 ohms case <(>&<)> 3 682 ohms 0 <(>&<)> 1 825 ohms 0 <(>&<)> 2 890 ohms 0 <(>&<)> 3 1050 ohms 1 <(>&<)> 2 745 ohms 1 <(>&<)> 3 1057 ohms 2 <(>&<)> 3 748 ohms in the neurology clinic on (B)(6) 2018 they were: case <(>&<)> 0 784 ohms case <(>&<)> 1 >40,000 ohms case <(>&<)> 2 >40,000 ohms case <(>&<)> 3 707 ohms 0 <(>&<)> 1 >40,000 ohms 0 <(>&<)> 2 >40,000 ohms 0 <(>&<)> 3 1225 ohms 1 <(>&<)> 2 >40,000 ohms 1 <(>&<)> 3 >40,000 ohms 2 <(>&<)> 3 824 ohms the neurologist changed the settings to use a pairing that was in normal range and the patient seemed to tolerate it ok. Impedances were measured on the patient's other device on the same dates and read: case <(>&<)> 0 1179 ohms case <(>&<)> 1 3408 ohms case <(>&<)> 2 764 ohms case <(>&<)> 3 723 ohms 0 <(>&<)> 1 3760 ohms 0 <(>&<)> 2 1461 ohms 0 <(>&<)> 3 1576 ohms 1 <(>&<)> 2 3223 ohms 1 <(>&<)> 3 3343 ohms 2 <(>&<)> 3 859 ohms in the neurology clinic on (B)(6) 2018 they read as follows: case <(>&<)> 0 470 ohms case <(>&<)> 1 13.1k ohms case <(>&<)> 2 800 ohms case <(>&<)> 3 1406 ohms 0 <(>&<)> 1 13.7k ohms 0 <(>&<)> 2 1144 ohms 0 <(>&<)> 3 1926 ohms 1 <(>&<)> 2 7836 ohms 1 <(>&<)> 3 12.0k ohms 2 <(>&<)> 3 1651 ohms the neurologist changed the settings to use a pairing that was in the normal range and the patient seemed to tolerated it ok. The issue was not resolved. There were no further complications reported.